Manufacturer narrative:
Follow-up #1: date of submission 19-jun-2019 device evaluation: the device has been returned and evaluated by product analysis on 17-jun-2019 with the following findings: during investigation, according to the pump history, the pump delivered the full basal rate for (B)(6) 2019. The total basal delivery did not added up correctly for (B)(6) 2019 and (B)(6) 2019 due user suspend. The pump passed all required testing and delivery accuracy delivery accuracy. History and black box show no evidence of pump malfunction. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of over 500mg/dl, with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter was not able to provide further information during the initial complaint. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.